Manufacturer narrative:
The field complaint of the transmitter's ac power adapter smoking and was damaged was not verified; however, there was corrosive damage to the prongs of the ac power adapter. The visual inspection revealed that the power plug on the ac power adapter was corroded with no other damages. The transmitter functioned as it should once the corroded plug was replaced with the testing plug. No other anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported by the patient's brother that the transmitter power adapter was smoking and damaged. No trouble shooting was completed to avoid injury. A replacement transmitter was sent to the patient. The patient was not harmed neither was the family member. There were no patient consequences.